Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 6000 c (501) module with (B)(4). The questionable result was not reported outside of the laboratory. The initial result was deemed implausible by the reporter which prompted a rerun of the test. The initial and the first repeat results were from an old reagent lot. The repeat result remained high, prompting the reporter to change the reagent with a new lot number and rerun the sample. The repeat result was deemed correct. Sample (B)(6) had an initial calcium result of 14.7 mg/dl at 2:44 pm. The first repeat result using the reagent with the old lot number was 14.7 mg/dl at 4:39 pm. The second repeat result using the reagent with the new lot number was 9.4 mg/dl at 5:47 pm.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
On 21-dec-2021, the field service engineer (fse) performed a hardware check by test performance and a calcium precision test with acceptable results. After service, no further issues were reported by the customer. Upon investigation of submitted data, a general reagent problem can be excluded because the provided calibration data were within specifications. The qc for level 2 was within range. The reaction monitors for initial and all of the reruns did not indicate an issue. The alarm trace revealed several calibration errors and sensitivity errors on the day of the event. There were also abnormal probe sucking and sample short alarms. The investigation did not identify a product problem.